Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081342) on 03-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("essure had perforated fully through my left fallopian tube and was sticking out"), abdominal pain lower ("recurring pain on left lower abdominal area") and endometrial ablation ("novasure ablation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: ultrasound was performed essure seemed to be out of place but didn't believe it was the cause of my pain. Concomitant products included paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient underwent endometrial ablation (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and abdominal pain lower (seriousness criterion hospitalization), 4 years 9 months after insertion of essure. On an unknown date, the patient experienced complication of device insertion ("he was unable to achieve bilateral implantation after two attempts"). The patient was treated with surgery (coils was removed via laparoscopic total hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, abdominal pain lower, endometrial ablation and complication of device insertion outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, complication of device insertion, endometrial ablation and fallopian tube perforation with essure. The reporter commented: consumer mentioned a serious injury hospitalization, other serious ¿ important medical event) but did not specify it to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: essure seems to be out of place. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.